Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.

Event description:
It was reported that a spectrum pump alarmed "no battery" then shut down without user input during infusion of quadruple pressors (norepinephrine, epinephrine, vasopressin, milrinone). It was stated that the pump was " plugged into bracket, bracket was plugged into wall, verification of all connections checked". It was further stated that the battery latch was no longer functioning, allowing the battery to freely sit in battery bay on back of pump. The event happened during medication treatment at the critical care area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.